Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive and is not functional. The customer reported that when pressing the 1, 2, 3 sequence the touchscreen did not unlock or light up when the 1 and 2 were pressed. The customer's blood glucose was not impacted as the issue was noted out of the box. The customer reported that manual injections would continue to be used for insulin therapy.